Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial (B)(6), was returned for evaluation following the reported event of the patient undergoing transplant evaluation. The log file spanned approximately 6 hours ((B)(6) 2021 from 04:08 to 10:57 per the timestamp). No notable alarm was observed. The returned controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-05991. It was reported that the patient was seen at the hospital for a transplant evaluation. A system controller and modular cable exchange took place without issue.